Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03047 (MDR# 2021-07659-03). The commander delivery system was not returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the event. The complaints for "general risks-failure-balloon burst", and "withdraw catheter through vasculature /sheath-difficulty or inability to withdraw system through sheath, were unable to confirmed neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. As reported, "the calcification degree of aortic valve, aortic root and annulus was mild. The calcification degree of stj and mitral annular was severe. The access vessel minimum luminal diameter (mld) measured 3.4 mm and narrowed. The access vessel calcification was severe. There was mild tortuosity in the access vessel." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for "general risks failure- balloon burst" was unable to be confirmed. A manufacturing non-conformance was unable to be determined without a returned device. Available information suggests that patient factors (calcification) may have contributed to the event. An existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. The technical summary is applicable for this complaint. Therefore, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. Complaint trending is conducted. It is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to catching on the tip of the sheath. This along with the reported mild tortuosity may have subsequently led to the high resistance during withdrawal of delivery system from the patient. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. The available information suggests procedural factors (withdrawal of burst balloon) and/or patient factors (calcification) could have contributed to the complaint. The complaint for "withdraw catheter through vasculature/sheath-difficulty or inability to withdraw system through sheath" was confirmed. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests patient (calcification) and procedural factors (withdrawal of burst balloon) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. The risk of experiencing difficulty withdrawing the system or the inability to withdraw the system and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw catheter, remove sheath, access site closure. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to withdraw the system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. There was no edwards defect identified to have contributed to the complaint events. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-07659-03). Investigation is ongoing.

Event description:
After deployment of a second valve, a balloon rupture occurred just before the balloon inflated. During removal of the delivery system, the tip of the delivery system could not be retracted into a non-edwards sheath due to contrast remaining at the tip of the balloon. The delivery system and the sheath were removed together.